Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, when flushing the tube before giving infusion treatment to the patient, it was found that there was leakage in the body of the infusion port, it was immediately clamped off, and then it was removed after communicating with the family and the patient and then re-instilled.